Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported that the cycler was alarming for air detected in the cassette. They cancelled treatment and when they opened the cassette door they found fluid leaking from the set. The set was retained and is being made available for evaluation. During follow up, the patient's pd nurse reported that the patient had pre-existing touch contamination peritonitis for which he was receiving antibiotics vancomycin and fortaz. His effluent was reported to be clear as of (B)(6) 2014. There was no medical intervention for this leak event.